Event description:
It was reported that loss of sensing was observed due to dislocation of the lead. The lead was repositioned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).